Event description:
It was reported that there were sterility concerns as product packaging appeared compromised. No adverse consequences were reported.

Manufacturer narrative:
There were 4 lot no's associated with this complaint as follows: lot no. 09110017 (1 item); lot no. 09029017 (1 item); lot no. 09090017 (1 item); lot no. 08339017 (2 item); it can be confirmed from visual inspection that product packaging is damaged.